Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated that the device was in use on a patient. The onsite visit by a philips field service engineer (fse) was requested by the customer once the patient was discharged and the monitor was available for investigation. The customer later called back stating that they had resolved the issue by restarting the monitor and assistance by philips was no longer needed. As the customer refused further support by philips, the exact cause for the reported issue could not be determined. No subsequent calls were received from the customer regarding the reported device and issue. The reported issue was resolved by the customer restarting the intellivue mx800 patient monitor.

Event description:
The device was in use on a patient. There was no report of patient or user harm.it was reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor. No information was made available whether sound was still coming from the device.